Event description:
It was reported that there was a csf (cerebrospinal fluid) leak; the reporter did not know what, if any diagnostics were done. It was noted that a ¿few days¿ after itb (intrathecal baclofen) system implant the patient had csf leakage ¿near the insertion point of the catheter.¿ ¿the physician decided to use a medication to press on the site for the collection of csf and put the patient bedridden,¿ and the leakage ¿seemed to stop.¿ when the patient got out of bed, ¿another strong leakage was found.¿ a revision of the itb system was done and the physician excluded malfunction of the pump, and catheter disconnection or break. The physician ¿suspected that the injex connector may have determined a dura break and consequently a fistula.¿ the physician decided to explant the system and the pump pocket was found infected. The patient required hospitalization and explant of device as a result of the event. The device system was discarded by customer and would not be returned to manufacturer. The device system was used to infuse baclofen. The reporter did not know if there were any symptoms associated with the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information received reported that the infection occurred after implant and not after a revision. A culture was acquired; however, the results of the analysis were unknown. The patient received oral therapy and was noted as now feeling well. The device was discarded by the physician.